Event description:
The pt is pursuing a product liability claim arising of the use of the persona tm tibia component. It was reported by pt that the pt received a persona tm tibia and tm patella on (B)(6) 2014 and is experiencing pain and swelling. An x-ray taken on (B)(6) 2015 showed "a gap" around the tibial component. The pt also states that his knee "gave out" in (B)(6) 2014 which caused him to fall on the ice. A revision surgery is in discussion. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.